Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. It was reported that the drill would not spin during cut mode. The drill was replaced with a new one and it worked. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Visual inspection and functional evaluation (from the initial investigation) were performed on the returned device. The drill was connected to the navio system and a drill test was run. Immediately upon connecting the drill the console compressor turned on, indicating damage to the thermal resistor internal to the drill. When pressing the anspach pedal, the drill did not spin. The pedal was being recognized by the system and the drill was showing as connected to the console with no errors. The device was sent to OEM for service. The malfunction is most probably due to supplier / raw material fault.

Event description:
It was reported that anspach drill would not engage on the cut screen although on the screen it showed full power. The anspach long attachment was re-seated and it still would not work. The anspach drill was unplugged and re-calibrated and it still would not work. The drill was replaced with a new one and it worked.